Event description:
New information received notes that during follow-up, another instance of post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that after the recommended programming changes were made, undersensing was observed. The device was explanted and replaced. The patient was fine.